Manufacturer narrative:
Product information and description updated due to new information received. Device problem code updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. Following the restart, the bootup sequence took longer than expected and repeatedly beeped. Information obtained through good faith effort response indicated no patient harm occurred as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. Following the restart, the bootup sequence took longer than expected and repeatedly beeped. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Event date has been updated to 22dec2025 to align with information observed within the device log files.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and sending 12-lead electrocardiogram (ECG), the device restarted unexpectedly. Following the restart, the bootup sequence took longer than expected and repeatedly beeped. Information obtained through good faith effort response indicated no patient harm occurred as a result of the incident.